Event description:
A clot started developing inside the pump (or its inflow or flow grafts, it is undetermined when it began), and over time as the clot was getting larger the pump was having trouble flowing blood through it. In a normal response to a compromised flow and increasing power requirement, the pump slows itself and then attempts to ramp back up to set speed. Over the course of time, this was becoming a more and more continuous event. In the event that blood was not flowing through the pump to help cool the pump and the pump powers were increasing, the heat being generated by the pump began to cause the patient increasing pain, and became evident to the coordinator at the bedside that even the skin over the pump site was warm to touch. At that time the coordinator spoke with the surgeon who instructed to turn the pump off, to stop the heat. The patient was then taken emergently to the or for pump exchange. It was noted by the surgeon in the or that there was a large amount of devitalized rectus muscle tissue surrounding the pump due to the heat. A left ventricular assist device (lvad) exchange was performed, and the devitalized rectus muscle tissue was debrided.